Event description:
A hydrothermablator (hta) procedure set with tenaculum stabilizer and disposable heater canister was used during a therapeutic hydrothermal ablation procedure in 2007. (Patient age and weight unknown). According to the complainant, there were three fluid losses from the vagina during the procedure. The doctor indicated that there was no burn sustained. Retroverted uterus resulted in difficulty with positioning of device for the procedure. Attempts to maneuver the patient sheath (due to the way the uterus was presented) resulted in the fluid loss. No patient complications were reported as a result of this event.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed.